Event description:
Customer reports strip label expiration date is 08/2009 while using the comfort curve sys. Agent reports sap expiration date is 02/28/2009. Batch record verification shows expiration date is 02/28/2009. No quality control were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.